Event description:
It was reported that lia (lead integrity alert) triggered, with one nst (non-sustained tachycardia) episode with noise, and a number of other episodes due to af (atrial fibrillation) with rvr (rapid ventricular response). Pacing impedance had also jumped to high levels. A high number of v-v intervals, no capture, and a confirmed lead fracture were also reported. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Evaluation summary: the proximal conductor of the lead developed a fracture due to flexing while in vivo; full lead in segments returned and analyzed.